Manufacturer narrative:
Device evaluated by MFR.: p select stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid-stent strut rows lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result were within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03dec2019. It was reported that difficulty crossing lesion was encountered. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed stent damage.